Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report in section.

Event description:
The customer's mother was called for clarification. The mother stated that the auto mode feature was not in use at the time of the reported event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl and 320 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer stated that they noticed a big crack on the back of insulin pump and the clip rail was broken. Troubleshooting was performed for damaged. Advised we will be able to replace the insulin pump as a one-time courtesy as warranty did not normally cover damage caused by normal wear and tear. Advised that if insulin pump became damaged again due to normal wear and tear we may not be able to provide a free replacement under warranty. Advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08675 inches. The insulin pump was received with broken belt clip rails, case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).